Event description:
It was reported that a user experienced dexcom g7 continuous glucose monitor (cgm) communication issues with the ilet bionic pancreas, including brief sensor issue and pairing failure alerts, while the dexcom app continued to display readings. User experienced a blood glucose peak of 208 mg/dl with no adverse clinical symptoms reported. Outcomes included transient elevated blood glucose levels without need for medical intervention. User support included review of device status, confirmation of cgm connection within the ilet¿s dexcom menu, and education on replacing the cgm sensor if brief sensor issue alerts persist. Investigation of this case revealed intermittent cgm-to-ilet communication interruptions consistent with brief sensor issue and pairing failure, while the ilet hardware and cgm were otherwise connected and functioning by the end of the call. It was concluded, based on previously established findings for similar reports, that the cause was intermittent cgm communication disruption to the ilet resulting in temporary loss of glucose data.